Event description:
Unable to determine cause of malfunctions. Rptr writes, "under the safe medical devices act `voluntary med watch program', we request that this device be tested by the MFR, and that the MFR report it's finding to this activity. In addition we request that the MFR check its database to determine if any other model ave ventilators have failed to operate intermittently, and that the report be provided to this activity." Vendor contacted for replacement of ventilator. Ventilator returned to north american drager on sales order. Pending investigation by the MFR to determine cause(s) of failure. During the period of 22 february 1999 through 2 march 1999, the clinical engineering department, logistics division conducted an investigation of this incident. In addition an internal audit was conducted using the maintenance history of this anesthesia unit. All work orders were reviewed to determine if the failure was caused due to an oversight in the maintenance of the device. A biomedical engineering technician conducted the initial investigation on 22 february 1999. He reported that upon arriving to the operating room the anesthesiologist reported that the narkomed anesthesia units ventilator ceased to function during a procedure and that the only indication given was that of an apnea alarm. The anesthesiologist further stated that he manually resuscitated (bagged) the pt. He reported that his inspection of the unit consisted of checking the tightness of all valve domes and other fittings associated with the pt delivery circuit. When the ventilator was returned to the automatic mode, it functioned properly throughout the remainder of the procedure. A further test was conducted to ensure that all alarms functioned correctly. The alarms tested out fully functional. The pt circuit was secured so that further testing of the anesthesia ventilator could be conducted at a later time. Upon completion of the procedure, the anesthesia unit was brought to the maintenance shop and a test lung was attached using the same pt circuit that was on the unit when it failed during the procedure. The ventilator was run for approx 1 and 1/2 hours with no failure. Next, the ventilator was connected to a biotek ventilator tester and ran for an additional two hours without any failure. The following day (23 february 1999) staff again ran the unit using the ventilator tester for another two hours with no failure or alarms. At this point staff had exhausted all internal means of determining the cause of the device failure. On 24 february 1999, staff contacted north american drager (the equipment MFR) to discuss the failure(s), which had occurred approx 75 days apart from, one another. The vendor assisted us in running a diagnostics checkout and reviewing the internal error logs. During the review they found no cause for the apparent failures of the ventilator. It was decided that the most appropriate plan of action would be to replace the ventilator assembly in its entirety. A replacement ventilator was ordered and plans were made to have the vendor install the ventilator once it arrived. On 26 february the replacement ventilator arrived, and the vendor was notified. Upon arrival, the vendor performed a full checkout of the unit and could find no apparent cause for the ventilator malfunction. The vendor was instructed to go ahead with the plans and replace the ventilator assembly. The assembly was replaced, and the unit was returned to svc on the morning of 1 march 1999. On 2 march 1999, staff checked on the functioning of the anesthesia unit in question. It was reported that thus far the unit has been performing as it was designed. Investigation of the maintenance records pertaining to the anesthesia machine in question indicate that the last scheduled service on this device was conducted on 21 january 1999. Since that time several surgeries had been performed using this device without failure. In conclusion, clinical engineering was unable to determine the cause of the equipment malfunction, but believes that the problem(s) experienced may have been the cause of a faulty ventilator.